Manufacturer narrative:
The event of seroma(late) is a physiological complication and analysis of the device generally the reason for reoperation: seroma, pain and swelling. Further information from the reporter regarding event, product, or patient details has been requested. No additional in does not assist allergan in determining a probable cause for this event. Formation is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported recurring seroma, "pains and swelling at left breast." This record is for the left side. Device remains implanted.